Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 700mg/dl. The customer experienced pain in her stomach, high pressure, and hard time breathing. Troubleshooting was performed. The time and date were incorrect. The device was set in military time, but it was 12 hours off. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.